Event description:
Two 4.5mm cannulated screws were noted as broken on x-ray and were removed. Screws were implanted in the distal tibia for a dislocated ankle and torn deltoid ligament and patient was placed in a fiberglass cast.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.